Event description:
It was reported that a continu-flo solution administration set experienced no flow when a non-baxter drug transfer device was connected to the lower right connector port of the set, during chemotherapy. There is no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reporter stated that they were using a sigma spectrum pump with variable flow rates from 20 to 999 ml/hr. Evaluation summary: a companion sample, a non-baxter luer lock, and a non-baxter connector were received for evaluation in their original sealed pouches. Visual inspection of the set did not identify any abnormalities that could have contributed to the reported condition. The set was spiked into a solution bag, primed, and checked for flow. The non-baxter devices were then assembled and attached to the male luer of the set. The setup was again primed and gravity tested for flow. The setup primed and flowed normally both alone and when attached to the non-baxter devices. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The actual device was not returned for evaluation. However, a companion sample has been received by baxter but is currently awaiting evaluation. Should additional relevant information become available, a follow-up medwatch will be submitted.